Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2009 and an initial left hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left hip revision on (B)(6) 2015 due to an alleged failed hip system and pain. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00033-1 / 00520). Product location unknown.

Event description:
It was reported by patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2009 and an initial left hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left hip revision on (B)(6) 2015 due to an alleged failed hip system and pain. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes noted shell had loosened and malrotated, soft tissue reaction to metal-on-metal articulation, pseudotumor and metallosis. During the procedure, the head and acetabular components were removed and replaced. It was further noted that the procedure was completed with a 1 centimeter discrepancy in leg length.